Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event(s) as follows: "precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 7. Inject juvéderm® ultra plus xc applying even pressure on the plunger rod while slowly pulling the needle backward. The wrinkle should be lifted and eliminated by the end of the injection. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin. 8. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle."

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc, product was, ¿very difficult¿ to extrude from syringe, then product, ¿shot out.¿ healthcare professional stated the product may have been, ¿thick.¿ patient contact was made. No injury to patient, staff, or injector. Product stored in a, "locked medical cabinet in a/c office." This was the initial use of syringe.

Manufacturer narrative:
Device analysis: no defect was observed.

Event description:
Healthcare professional reported that during injection with one syringe of juvéderm® ultra plus xc, product was, ¿very difficult¿ to extrude from syringe, then product, ¿shot out.¿ healthcare professional stated the product may have been, ¿thick.¿ patient contact was made. No injury to patient, staff, or injector. Product stored in a, "locked medical cabinet in a/c office." This was the initial use of syringe.